Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support (cts), inspected and cleaned the pump's components before attempting to load a new cartridge. Initial attempts to load the cartridge were unsuccessful, but after further guidance and using a new cartridge, the customer completed the process and resumed insulin deliveries. Cts agreed to send a replacement pack of cartridges as requested, and no additional actions were needed.